Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing. During an invasive procedure a fracture was noted at the terminal pin near the header.